Event description:
Per sales rep " the poly seemed to disassociate from the tibial based off radiograph taken on approx. (B)(6) 2022. This has not been confirmed via surgical intervention at this moment. Surgeon notified sales rep that the patient is scheduled for revision surgery on (B)(6) 2022".

Manufacturer narrative:
Updated complaint description: a sample was received by the sales rep on 20220531, which was the explanted insert from the (B)(6) 2022 revision surgery (originally reported to be done on (B)(6) 2022). The item and lot number are 880-227/10, lot # 1949228 not the part number and lot number previously reported (880-213/14, lot 2018092). Corrected product implantation and explanation date and patient information.

Event description:
Per sales rep " the poly seemed to disassociate from the tibial based off radiograph taken on approx. April 11th, 2022. This has not been confirmed via surgical intervention at this moment. Surgeon notified sales rep that the patient is scheduled for revision surgery on (B)(6) 2022". Updated 20220602: a sample was received by the sales rep on 20220531, which was the explanted insert from the (B)(6) 2022 revision surgery (originally reported to be done on (B)(6) 2022). The item and lot number are 880-227/10, lot # 1949228 not the part number and lot number previously reported (880-213/14, lot 2018092).